Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set cannula kinked event on (B)(6) 2024 after 3 or more hours of insertion. Infusion set has been used for 8 hours. Insertion site was abdomen. Customer regularly rotate site location. Furthermore, customer confirmed that introducer needle was ahead of the cannula prior to insertion. The glucose level was 350 mg/dl.customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.